Event description:
It was reported that interrogation revealed high, out of range hv lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 26.5-27.5cm from the distal end. The etfe coating was intact at the same location.